Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The pump battery couldn¿t be charged resulting in the pump shutting down. The customer was using a non-tandem wall adapter. A correction bolus was delivered to address bg. Reportedly, the customer successfully charged with an alternate wall adapter.